Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision due to an infection occurred (B)(6) 2020. ø36 glenosphere, ø36/+3 134/145 humeral cup and glenoid baseplate were removed and replaced by same size products. Primary surgery (B)(6) 2019.